Event description:
Complainant alleged that during a routine shift check by a clinician who was using a simulator with the device, the device advised shock to a normal sinus rhythm. There was no pt involvement in the reported malfunction.